Manufacturer narrative:
(B)(4): the customer reported that the device ready for use indicator (rfu) began to display red x and chirp; upon power up the device displayed a power interrupted message; and, when they reseated the battery a gel bead dropped out. There was no report patient involvement. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device ready for use indicator (rfu) began to display red x and chirp; upon power up the device displayed a power interrupted message; and, when they reseated the battery a gel bead dropped out. There was no reported patient involvement.